Manufacturer narrative:
(B)(6). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: undetermined.

Event description:
It was reported that 10 ml bd posiflush¿ sp pre-filled flush syringes nacl 0.9% had difficult plungers. The following was reported, "we seem to be having an issue with some 10ml posiflush prefilled syringes. Not all of them, but some will flush beautifully for 5-7mls then stop. If you draw up some sodium chloride from a ampule and inject that it is fine. This is not all syringes but some we have discovered over the last few days.".